Manufacturer narrative:
Batch review performed on 30 august 2019. Lot 1810222: 40 items manufactured and released on 10-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, 17 items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 30 august 2019 . Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 1811841. Lot 1811841: 327 items manufactured and released on 07-apr-2019. Expiration date: 2024-03-16. No anomalies found related to the problem. To date, 240 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the head and liner almost 1 month after primary. The surgery was completed successfully.